Event description:
A physician reported that on 10 december 1998, while treating a patient in the nasolabial folds, the "adg" needle separated from the syringe. The collagen material splattered onto the face of the patient. The physician stated that there was no injury to the patient or medial staff, and no medical intervention was required.